Manufacturer narrative:
The electrode serial number and its expiration date were requested but not provided. The customer replaced the electrode and performed successful calibrations and qcs. The investigation determined that the faulty electrode had caused the event. The customer did not report any other issues. The investigation determined that the customer's actions resolved the issue.

Event description:
The initial reporter received questionable sodium results from two patient samples tested on the cobas 8000 ise 900 module. One example of discrepant results was provided: the initial result was 149 mmol/l. The repeat result was 142 mmol/l.